Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. The device has been in service for 27 months. There was concern that the battery depleted prematurely. A device replacement procedure has been scheduled.